Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Fa found a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No damage to the conductor wire insulation was observed. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and failed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on the instrument broke. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.